Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), endometritis ("endometritis") and menorrhagia ("menorrhagia") in a 30-year-old female patient who had essure (batch no. 50500535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, irregular periods and premature delivery. The patient denies any palpitation, chest pain, or shortness of breath. Previously administered products included for an unreported indication: blood pressure medication. Concurrent conditions included mitral regurgitation, mthfr gene mutation, anemia, atrial arrhythmia, thrombocytopenia, antiphospholipid syndrome, postpartum depression, pain in arm, low back pain, hypertension, homocystinemia, respiratory distress, dependence on ventilator, renal failure, atrial fibrillation, light headedness, ovarian cyst, hepatic steatosis, mitral valve replacement since (B)(6) 2013, fuzzy head, paraesthesia of scalp, dizziness, obesity, vaginal discharge, vaginal itching, vaginal odor, genital bleeding, bacterial vaginosis, dysfunctional uterine bleeding, menometrorrhagia, pelvic infection, pelvic venous thrombosis, pneumonia, endocarditis, proteinuria, recurrent abortion, pre-eclampsia, chronic cervicitis, metaplasia and adenomyosis. Concomitant products included levonorgestrel (mirena) for menorrhagia as well as argatroban, docusate sodium, enoxaparin sodium, fentanyl, ferrous sulfate, furosemide and miconazole nitrate (monistat). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In november 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced endometritis (seriousness criteria hospitalization, medically significant and intervention required), menstrual disorder ("menstrual bleeding"), infection ("infections") and fatigue ("fatigue"). The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. The patient was treated with vitamins nos, warfarin, paracetamol (tylenol), ciprofloxacin (cipro), metronidazole (flagyl), surgery (partial hysterectomy and salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved, the endometritis was resolving and the menorrhagia, menstrual disorder, infection, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she expelled the mirena iud that was placed for progestin management of her bleeding concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, endometritis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Events per pfs: abnormal bleeding (vaginal), depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue and abdominal pain were added.endometriti's event added from medical record. Medical history, concurrent condition, concomitant drug and treatment drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), endometritis ("endometritis") and menorrhagia ("menorrhagia") in a 30-year-old female patient who had essure (batch no. 50500535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, irregular periods and premature baby less than 26 weeks. The patient denies any palpitation, chest pain, or shortness of breath. Previously administered products included for an unreported indication: blood pressure medication. Concurrent conditions included mitral regurgitation, mthfr gene mutation, anemia, atrial arrhythmia, thrombocytopenia, antiphospholipid syndrome, postpartum depression, pain in arm, low back pain, hypertension, homocystinemia, respiratory distress, dependence on ventilator, renal failure, atrial fibrillation, light headedness, ovarian cyst, hepatic steatosis, mitral valve replacement since (B)(6) 2013, fuzzy head, paraesthesia of scalp, dizziness, obesity, vaginal discharge, vaginal itching, vaginal odor, genital bleeding, bacterial vaginosis, dysfunctional uterine bleeding, menometrorrhagia, pelvic infection, pelvic venous thrombosis, pneumonia, endocarditis, proteinuria, recurrent abortion, pre-eclampsia, chronic cervicitis, metaplasia and adenomyosis. Concomitant products included levonorgestrel (mirena) for menorrhagia as well as argatroban, docusate sodium, enoxaparin sodium, fentanyl, ferrous sulfate, furosemide and miconazole nitrate (monistat). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced endometritis (seriousness criteria hospitalization, medically significant and intervention required), menstrual disorder ("menstrual bleeding"), infection ("infections") and fatigue ("fatigue"). The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. The patient was treated with vitamins nos, warfarin, paracetamol (tylenol), ciprofloxacin (cipro), metronidazole (flagyl), surgery (partial hysterectomy and salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved, the endometritis was resolving and the menorrhagia, menstrual disorder, infection, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she expelled the mirena iud that was placed for progestin management of her bleeding . Concerning the injuries reported in this case, the following ones were confirme in patient¿s medical records: menorrhagia, endometritis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc update (product technical complaint ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), infection ("infections") and menorrhagia ("menorrhagia"). The patient was treated with surgery (partial hysterectomy with a device removal). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, infection and menorrhagia outcome was unknown. The reporter considered infection, menorrhagia, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: after internal review on (B)(6) 2017, the following information was added: the event menorrhagia and hsg result. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain'), endometritis ('endometritis') and heavy menstrual bleeding ('menorrhagia') in a 30-year-old female patient who had essure (batch no. 50500535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, irregular periods, premature baby less than 26 weeks and multigravida. The patient denies any palpitation, chest pain, or shortness of breath. Previously administered products included for an unreported indication: blood pressure medication. Concurrent conditions included mitral valve replacement since (B)(6) 2013, mitral regurgitation, mthfr gene mutation, anemia, atrial arrhythmia, thrombocytopenia, antiphospholipid syndrome, postpartum depression, pain in arm, low back pain, hypertension, homocystinemia, respiratory distress, dependence on ventilator, renal failure, atrial fibrillation, light headedness, ovarian cyst, hepatic steatosis, fuzzy head, paraesthesia of scalp, dizziness, obesity, vaginal discharge, vaginal itching, vaginal odor, genital bleeding, bacterial vaginosis, dysfunctional uterine bleeding, menometrorrhagia, pelvic infection, pelvic venous thrombosis, pneumonia, endocarditis, proteinuria, recurrent abortion, pre-eclampsia, chronic cervicitis, metaplasia, adenomyosis and menometrorrhagia. Concomitant products included levonorgestrel (mirena) for menorrhagia as well as argatroban, docusate sodium, enoxaparin sodium, fentanyl, ferrous sulfate, furosemide and miconazole nitrate (monistat). In (B)(6) 2010, the patient experienced depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced endometritis (seriousness criteria hospitalization, medically significant and intervention required), menstrual disorder ("menstrual bleeding"), infection ("infections"), fatigue ("fatigue"), genital haemorrhage ("general abnormal bleeding"), intermenstrual bleeding ("metrorrhagia"), vaginal discharge ("vaginal discharge"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post procedural complication") and anaemia ("anemia"). The patient was hospitalized from (B)(6) 2012 to (B)(6) 2012. The patient was treated with antibiotics, ciprofloxacin (cipro), paracetamol (tylenol), vitamins nos, warfarin and surgery (ablation and partial hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, genital haemorrhage, intermenstrual bleeding, vaginal discharge, bacterial vaginosis and anaemia had resolved, the endometritis was resolving and the menstrual disorder, infection, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, heavy menstrual bleeding, infection, intermenstrual bleeding, menstrual disorder, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she expelled the mirena iud that was placed for progestin management of her bleeding she received treatment for events pain, bladder/ urinary and bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, endometritis. Lot number: 50500535 manufacturing date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain'), endometritis ('endometritis') and heavy menstrual bleeding ('menorrhagia') in a 30-year-old female patient who had essure (batch no. 50500535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, irregular periods, premature baby less than 26 weeks and multigravida. The patient denies any palpitation, chest pain, or shortness of breath. Previously administered products included for an unreported indication: blood pressure medication. Concurrent conditions included mitral valve replacement since (B)(6)-2013, mitral regurgitation, mthfr gene mutation, anemia, atrial arrhythmia, thrombocytopenia, antiphospholipid syndrome, postpartum depression, pain in arm, low back pain, hypertension, homocystinemia, respiratory distress, dependence on ventilator, renal failure, atrial fibrillation, light headedness, ovarian cyst, hepatic steatosis, fuzzy head, paraesthesia of scalp, dizziness, obesity, vaginal discharge, vaginal itching, vaginal odor, genital bleeding, bacterial vaginosis, dysfunctional uterine bleeding, menometrorrhagia, pelvic infection, pelvic venous thrombosis, pneumonia, endocarditis, proteinuria, recurrent abortion, pre-eclampsia, chronic cervicitis, metaplasia, adenomyosis and menometrorrhagia. Concomitant products included levonorgestrel (mirena) for menorrhagia as well as argatroban, docusate sodium, enoxaparin sodium, fentanyl, ferrous sulfate, furosemide and miconazole nitrate (monistat). In(B)(6) 2010, the patient experienced depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)-2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6)2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced endometritis (seriousness criteria hospitalization, medically significant and intervention required), menstrual disorder ("menstrual bleeding"), infection ("infections"), fatigue ("fatigue"), genital haemorrhage ("general abnormal bleeding"), intermenstrual bleeding ("metrorrhagia"), vaginal discharge ("vaginal discharge"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post procedural complication") and anaemia ("anemia"). The patient was hospitalized from (B)(6)-2012 to (B)(6)2012. The patient was treated with antibiotics, ciprofloxacin (cipro), paracetamol (tylenol), vitamins nos, warfarin and surgery (ablation and partial hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)-2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, genital haemorrhage, intermenstrual bleeding, vaginal discharge, bacterial vaginosis and anaemia had resolved, the endometritis was resolving and the menstrual disorder, infection, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, heavy menstrual bleeding, infection, intermenstrual bleeding, menstrual disorder, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she expelled the mirena iud that was placed for progestin management of her bleeding she received treatment for events pain, bladder/ urinary and bleeding. Concerning the injuries reported in this case, the following ones were confirme in patient¿s medical records: menorrhagia, endometritis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2021: reporter and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain'), endometritis ('endometritis') and menorrhagia ('menorrhagia') in a 30-year-old female patient who had essure (batch no. 50500535) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, irregular periods, premature baby less than 26 weeks and multigravida. The patient denies any palpitation, chest pain, or shortness of breath. Previously administered products included for an unreported indication: blood pressure medication. Concurrent conditions included mitral valve replacement since (B)(6) 2013, mitral regurgitation, mthfr gene mutation, anemia, atrial arrhythmia, thrombocytopenia, antiphospholipid syndrome, postpartum depression, pain in arm, low back pain, hypertension, homocystinemia, respiratory distress, dependence on ventilator, renal failure, atrial fibrillation, light headedness, ovarian cyst, hepatic steatosis, fuzzy head, paraesthesia of scalp, dizziness, obesity, vaginal discharge, vaginal itching, vaginal odor, genital bleeding, bacterial vaginosis, dysfunctional uterine bleeding, menometrorrhagia, pelvic infection, pelvic venous thrombosis, pneumonia, endocarditis, proteinuria, recurrent abortion, pre-eclampsia, chronic cervicitis, metaplasia and adenomyosis. Concomitant products included levonorgestrel (mirena) for menorrhagia as well as argatroban, docusate sodium, enoxaparin sodium, fentanyl, ferrous sulfate, furosemide and miconazole nitrate (monistat). In (B)(6) 2010, the patient experienced depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced endometritis (seriousness criteria hospitalization, medically significant and intervention required), menstrual disorder ("menstrual bleeding"), infection ("infections"), fatigue ("fatigue"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia"), vaginal discharge ("vaginal discharge"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post procedural complication") and anaemia ("anemia"). The patient was hospitalized from (B)(6) 2012. The patient was treated with antibiotics, ciprofloxacin (cipro), paracetamol (tylenol), vitamins nos, warfarin and surgery (ablation and partial hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, genital haemorrhage, metrorrhagia, vaginal discharge, bacterial vaginosis and anaemia had resolved, the endometritis was resolving and the menstrual disorder, infection, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, infection, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she expelled the mirena iud that was placed for progestin management of her bleeding she received treatment for events pain, bladder/ urinary and bleeding. Concerning the injuries reported in this case, the following ones were "confirmed" in patient¿s medical records: menorrhagia, endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication and general abnormal bleeding, metrorrhagia, vaginal discharge, bacterial vaginosis, anemia. Outcome of events general abnormal bleeding, pelvic pain, metrorrhagia, vaginal discharge, bacterial vaginosis, anemia was updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.